Manufacturer narrative:
Date of this report: 11/28/2016. Device available for evaluation? Yes. Return date: 01/09/2017. Date manufacturer received: 01/12/2017. Product evaluation: service and repair received the device; however, it was not possible to perform pre-repair temperature testing, the motor stalls. Evaluation found that the motor is worn, the locking actuator does not work, the springs and detent ball are stuck in the housing due to corrosion, the front seal is worn, the shaft is corroded and the bearings and pinon gear are worn. The device was cleaned and is awaiting customer approval to complete repairs. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results are not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing they found that the ¿shaver doesn´t work correctly; bursting and overheating. Knife does not remain in the correct position.¿ there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.